Event description:
It was reported that during an ablation procedure to treat atrial fibrillation with a smartfreeze console, error 1 - 00000020-2: outer balloon pressure is too high was displayed during case. The issue was identified during inflation and was observed in ripv and rspv. Troubleshooting performed included disconnecting and reconnecting the cryo cable, replacement of cryo cable and balloon, and a power cycle. No defects were observed in the catheter. The console was replaced due to a faulty sv9 valve. No patient complications occurred. The physician decided to abort the cryo ablation and proceed with radiofrequency (rf). This event is being reported due to procedure cancellation while the patient was under general sedation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was analyzed. The returned sv9 was connected to test console and outer balloon pressure rapidly increased resulting in error 1-00000020-2 the outer balloon pressure is too high during the inflation state. The sv9 was examined, and a white crystalline debris was found on the plunger. This crystalline debris contained elevated levels of sulfur, butyl zimate and zinc stearate. The white fiber was found to be consistent to teflon tape. This failure is addressed under CAPA-00007933: smartfreeze console sv9 solenoid valve obp failure.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation with a smartfreeze console, error 1 - 00000020-2: outer balloon pressure is too high was displayed during case. The issue was identified during inflation and was observed in ripv and rspv. Troubleshooting performed included disconnecting and reconnecting the cryo cable, replacement of cryo cable and balloon, and a power cycle. No defects were observed in the catheter. The console was replaced due to a faulty sv9 valve. No patient complications occurred. The physician decided to abort the cryo ablation and proceed with radiofrequency (rf). This event is being reported due to procedure cancellation while the patient was under general sedation.